Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the unit was found to have a handle that did not move up and down. The ratchet handle was disassembled and cleaned and resolved the reported issue. It was noted that this unit was manufactured in 2009 and has not since been returned for preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the ratchet handle does not move up and down. The event timing was during kit inspection. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.